Manufacturer narrative:
If pertinent information is provided in the future (including but not limited to rv lead revision), a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead exhibited an increase in shock impedance over the past year to out-of-range values more recently. All other lead measurements were in range, and recorded episodes showed appropriate therapy in the past. Technical services (ts) was consulted for further review, and the patient is scheduled in two weeks to return to the office for further testing. The patient was seen in follow-up, and their cardiac resynchronization therapy defibrillator (crt-d) delivered an unsuccessful shock during defibrillation threshold (dft) testing. A dft test was also unsuccessful, and the patient had to be defibrillated externally. Troubleshooting was performed which showed a stable rv lead impedance around 100 ohms. X-ray showed no macroscopical lead defect, no episodes showing artifacts, no hints to a lead integrity issue besides elevated rv shock impedance and failed dft tests. As an integrity issue of the 0181 rv lead cannot be ruled out, technical services (ts) recommended rv lead replacement with an intra-operative dft test. No other adverse patient effects were reported. This crt-d system remains in service. Of note, the model and serial number of the rv lead was made known to boston scientific on 22-feb-2024.